Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) due to diabetic ketoacidosis. The customer's blood glucose level was 356 mg/dl at the time of the incident. She did not feel okay to troubleshoot. The customer also reported that the insulin leaked from the reservoir crack. The customer's other blood glucose level was 350 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.